Event description:
Customer reported that he was hospitalized for low blood glucose. Customer stated that his blood glucose was zero, he fell and hit his head. Customer also stated that his heart stopped prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.